Manufacturer narrative:
Concomitant medical product: product ID: neu_unknown_prog, product type programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving lioresal and galofen, 2000 mcg/ml concentration at 1100 mcg/day dose via intrathecal drug delivery pump for intractable spasticity. It was reported the patient had a refill 4-5 days ago but came to the facility yesterday. The patient's parent stated the hcp did not make any infusion changes at the refill 4-5 days ago and that this clinic was using gablofen to refill the pump. The patient came in to the facility with symptoms consistence with intrathecal baclofen pump withdrawal. The withdrawal symptoms began on (B)(6) 2018. The patient had not had any injuries but that the patient had a fever, was tired, had a tk of about 500. The hcp checked the pump reservoir yesterday and expected to get 17 mls out of the pump but got back a little less than 20 ml. Then the hcp removed all of the drug from the reservoir and filled the pump with 20 ml of lioresal 2000 mcg/ml. This ruled out a pocket fill. The hcp checked the catheter today under fluoroscopy and the catheter was patent. Upon further review, it was determined that the hcp said creatine kinase (ck) levels, not tk levels. The hcp stated the patient did not have a fever. No further complications were reported.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of volume discrepancy was not determined- it was not that great of volume discrepancy. It often had 2+ ml more actual volume withdrawn as compared to calculated. No actions/interventions were taken to resolve the issue. Patient had strap throat- presentation of fever and increased spasticity probably due to infection process. The volume discrepancy/withdrawal event was resolved to the hcp's satisfaction. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.